Manufacturer narrative:
Voluntary medwatch mw5149227 was received on 18dec2023: voluntary medwatch mw5149021 was received on 29dec2023 manufacturer's investigation conclusion: the reported pump stop was confirmed through the evaluation of the returned primary system controller, (B)(6). Although it was reported that the cause for the abnormal noise and the loss of consciousness was unknown, the evaluation of (B)(6) revealed damage to the capacitors of the printed circuit board assembly that supply power to the pump. The log files retrieved from (B)(6) upon return to abbott and the submitted log files from the backup system controller, (B)(6), appeared to capture the pump operating as expected at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that stated that the patient lost consciousness after a total controller blackout. The patient thought they would have died if their spouse had been unable to exchange the controller. There was no alarm and no power to the pump and controller. The patient was later discharged home.

Event description:
It was reported that the patient heard an abnormal noise and lost consciousness with a suspected pump stop, although not confirmed. Their spouse changed the controllers and the patient regained consciousness. The customer was unable to query the exchanged controller. When the controller plugged to the power module, the screen stayed black and no communication with the controller was possible. Waveforms from the new controller was submitted but as it was newly programmed controller, it did not record enough data to graph the periodic log and there were no unusual events seen within the log file. Related MFR# for the controller: 2916596-2023-05601.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.